Event description:
Complainant alleged that while attempting to defibrillate a pt in ventricular tachycardia, the device would not discharge and displayed a "poor pad contact" and a "defib pad short" message with electrodes. Complainant indicated that the pt was extremely diaphoretic. Complainant indicated that the pt was converted chemically. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.